Manufacturer narrative:
Serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that following an attempted novasure procedure, a 3mm perforation "in the middle of the [uterine] field" was noted during a laparoscopy and was coagulated. The doctor chose to complete the ablation procedure with a competitor's device. A dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted novasure procedure. It is not known when this perforation occurred or what instrument may have been the cause.